Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system was intermittently not exposing. There is no report of injury or death associated with the event described in this complaint.